Event description:
Per the clinic, the patient experienced a migration of the receiver-stimulator. The device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.